Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the severely tortuous and heavily calcified left anterior descending artery. Following proper lesion preparation, a 3.00 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross. Further lesion preparation was performed with a 2.00 x 12 non-compliant balloon; however, the device still could not cross. Additionally, it was noted that the shaft broke during the procedure. The physician tried using a 3.00 x 28 synergy drug-eluting stent but also failed to cross. The device was removed intact, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with stent struts compressed at its mid-section. The undamaged crimped stent outer diameter was measured and the result was 0.0400inch this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and microscopic examination of the hypotube found that a break had occurred in the hypotube. The break was located at 21 cm distal to strain relief. Both sections of the hypotube exhibited multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.